Event description:
The clinic reported that a laser vision correction patient presented with a change in the astigmatism and vision between the right eye and left eye and questionable change in topography. The examining doctor suspected forme fruste keratoconus in the right eye and referred the patient to a specialist for evaluation for cross linking.

Manufacturer narrative:
The clinic is reporting this event only and does not request or require field service or clinical support. The event was detected approximately 5 years following the laser vision treatment. All pertinent information available to amo has been submitted.